Event description:
It was reported that the nurse asked how they could precheck the arctic sun device before a patient arrives to start therapy so that they were able to confirm there were no issues ahead of time. Nurse stated that they recently had an issue with the device reservoir being empty. They were under the impression they would not have to fill the reservoirs, and their biomed department would take care of this. They tried another device and had the same issue and then borrowed a device from picu which was also empty. They did not want to delay therapy and risk the patient warming up. Nurse was aware they would need a temperature probe connected in order to start therapy but thought there should be another way to test the device. Informed nurse the pads and the patient temperature probe must be connected in order to start therapy. Explained there was not a way to precheck the device ahead of time. Informed nurse when they first turn the device on, it would check the reservoir level and alarm if there was not enough water. Nurse stated that the devices did not alarm that the reservoir was empty until they tried starting therapy. Informed nurse in the therapy screen there was also a water reservoir level that shows the number of bars, they could look at this to ensure it was full. Informed nurse anytime they disconnect the pads from the device, they need to empty the pads to keep the reservoir level full. This was typically how it becomes empty prior to biomed 6-month preventive maintenance. Explained there was a functional check biomed uses to ensure the device was working appropriately. However, this must be enabled and then disabled and would run the risk of a nurse accidentally using it on a patient and causing patient injury. Informed nurse if they have any issues with the device, they should call the helpline, they were available 24/7.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive. The root cause could not be definitively identified. Nurse stated that they recently had an issue with the device reservoir being empty. They were under the impression they would not have to fill the reservoirs, and their biomed department would take care of this. They tried another device and had the same issue and then borrowed a device from picu which was also empty. They did not want to delay therapy and risk the patient warming up. Nurse was aware they would need a temperature probe connected in order to start therapy but thought there should be another way to test the device. Informed nurse the pads and the patient temperature probe must be connected in order to start therapy. Explained there was not a way to precheck the device ahead of time. Informed nurse when they first turn the device on, it would check the reservoir level and alarm if there was not enough water. Nurse stated that the devices did not alarm that the reservoir was empty until they tried starting therapy. Informed nurse in the therapy screen there was also a water reservoir level that shows the number of bars, they could look at this to ensure it was full. Informed nurse anytime they disconnect the pads from the device, they need to empty the pads to keep the reservoir level full. This was typically how it becomes empty prior to biomed 6-month preventive maintenance. Explained there was a functional check biomed uses to ensure the device was working appropriately. However, this must be enabled and then disabled and would run the risk of a nurse accidentally using it on a patient and causing patient injury. Informed nurse if they have any issues with the device, they should call the helpline, they were available 24/7. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. Based on the results of the investigation, no additional actions are needed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse asked how they could precheck the arctic sun device before a patient arrives to start therapy so that they were able to confirm there were no issues ahead of time. Nurse stated that they recently had an issue with the device reservoir being empty. They were under the impression they would not have to fill the reservoirs, and their biomed department would take care of this. They tried another device and had the same issue and then borrowed a device from picu which was also empty. They did not want to delay therapy and risk the patient warming up. Nurse was aware they would need a temperature probe connected in order to start therapy but thought there should be another way to test the device. Informed nurse the pads and the patient temperature probe must be connected in order to start therapy. Explained there was not a way to precheck the device ahead of time. Informed nurse when they first turn the device on, it would check the reservoir level and alarm if there was not enough water. Nurse stated that the devices did not alarm that the reservoir was empty until they tried starting therapy. Informed nurse in the therapy screen there was also a water reservoir level that shows the number of bars, they could look at this to ensure it was full. Informed nurse anytime they disconnect the pads from the device, they need to empty the pads to keep the reservoir level full. This was typically how it becomes empty prior to biomed 6-month preventive maintenance. Explained there was a functional check biomed uses to ensure the device was working appropriately. However, this must be enabled and then disabled and would run the risk of a nurse accidentally using it on a patient and causing patient injury. Informed nurse if they have any issues with the device, they should call the helpline, they were available 24/7.